Event description:
It was reported that during a laparoscopic sigmoidectomy procedure the device mis-fired and injured the patient. No further information was provided.

Manufacturer narrative:
(B)(4). Batch #: 619a29. Additional information received: incident occurred on (B)(6) 2022 approx 9am to 11am. This was a trauma case that came in. The powered stapler misfired. The surgeon had to use the contour to finish the case. ¿the device misfired and the staple lining did not complete its own circle and it caused a leak.¿ the doctor made sure he heard the click when attaching the trocar and the anvil and the orange ring was covered. The doctor used the required procedure to remove the stapler which did not ¿cut ¿ at all. He used a contour to complete the procedure.". Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved a complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.